Manufacturer narrative:
An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation. The reported issue was confirmed and the stretcher was repaired and returned to service.

Event description:
The end user alleged a transport wheel detached from the stretcher while transferring a patient from a bed to the stretcher. There were no reports of injury as a result of the reported issue. It is unknown if the patient transport was able to be completed on the subject stretcher.

Event description:
The end user alleged a transport wheel detached from the stretcher while transferring a patient from a bed to the stretcher. There were no reports of injury as a result of the reported issue. It is unknown if the patient transport was able to be completed on the subject stretcher.